Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's right coronary artery, the stent dislodged and embolized to an unk location. No further actions were taken. There were no clinical sequeale reported relative to the event.